Event description:
A us distributor returned a monitor and reported the monitor was contaminated.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (residue or contamination) has been confirmed due to contamination throughout the monitor. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.